Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, there was clip slippage and the clips did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.